Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 8.0 mm x 60 mm x 135 cm sterling balloon catheter balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for a second, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.